Event description:
Customer reported that the insulin pump was exposed to water in the shower. Customer stated that he removed the battery, received a battery out limit alarm and the act button is not responding. Blood glucose level was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed the self test. No unexpected battery out limit alarm noted. No moisture damage on the electronic, motor, vibrator motor or battery tube assembly noted. The device was received with intermittent button response due to corroded keypad traces. The unit also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.